Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 6 events associated with this event type (device broke or disassembled during use and (B) (4)).

Event description:
Device broke or disassembled during use. After the nail crossed the fracture line, the surgeon removed the device from the nail, and he put the compression screw into the nail. When the surgeon fixed the distal portion of the nail with two screws and tried reduction of the fracture line, he twisted the device a few times. When he tried to drill the proximal screw hole, he found that the connection part of the nail and device was broken. The surgeon drilled gently and the procedure was completed. The broken tip was removed from the patient.